Event description:
According to the reporter, the patient had a right diaphragmatic hernia repair via polypropylene mesh in 2023. The patient had pain and affection of breathing directly after. The patient got a nerve conduction study in the same year that showed a right phrenic nerve injury causing partial paralysis of the right phrenic nerve, causing the patient unilateral diaphragmatic paralysis. In (B)(6) 2024, the patient began experiencing a cough with thick green sputum. The culture showed pseudomonas, and it got multiple antibiotics without any improvements. A bronchoscopy with bronchoalveolar lavage and culture showed a staphylococcus pseudintermedius. The patient had antibiotics directed, but no use. It has been a year since the patient got a cough and thick green sputum that is still ongoing daily until this moment.

Manufacturer narrative:
Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, the patient had a right diaphragmatic hernia repair via polypropylene mesh in 2023. The patient had pain and affection of breathing directly after. The patient got a nerve conduction study in the same year that showed a right phrenic nerve injury causing partial paralysis of the right phrenic nerve, causing the patient unilateral diaphragmatic paralysis. In (B)(6) 2024, the patient began experiencing a cough with thick green sputum. The culture showed pseudomonas, and it got multiple antibiotics without any improvements. A bronchoscopy with bronchoalveolar lavage and culture showed a staphylococcus pseudintermedius. The patient had antibiotics directed, but no use. It has been a year since the patient got a cough and thick green sputum that is still ongoing daily until this moment. The patient reported that the mesh was infected, and the material was contaminated with an animal, causing a persistent infection.

Manufacturer narrative:
Correction: h6 (additional imf code). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.